Event description:
Falsely depressed troponin I results were obtained on two patients' samples. The results were not reported to the physician. The samples were repeated and positive results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I results was insufficient sample in the small sample container (ssc). The rxlmax operators manual contains the following information: prior to processing an ssc, you must ensure that sufficient sample is present to allow for any automatic test rerun from that ssc. If any of the following options is turned on, insufficient sample in the ssc could cause incorrect results: autorerun, autodilute, automatic reflex, automatic panic rerun, hil feature. Place the ssc on a sample tube that presents the ssc at the same height used in the sample probe maximum depth alignment for sscs. Tubes that present the ssc at a lower position may be used, but the ssc must be filled with 1.0 ml of sample. It is the operator's responsibility to ensure that sufficient sample is present for the requested tests. The instrument is performing within specifications.